Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the erbe indicated that the bovee pad was not connected. Caller replaced the pad, and the issue persisted. Tse recommended replacing the pad and cleaning the pad location with saline and ensuring proper orientation. The issue persisted. Tse recommended power cycling the erbe unit and the issue persisted after power cycle. Customer continued procedure without monopolar. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse made electrical/mechanical adjustments to the system. The system was tested and verified as ready for use.